Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to stress or handling of the device. The instructions for use (IFU) provided the following regarding inspection of the device: "chapter 3 preparation and inspection. Inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The inspection and testing of the returned device found the adhesive around a fixing screw in the control body was peeling, due to wear and external forces. In addition, the evaluation found the light guide connector boot, the rubber on switch button #3, and the light guide insertion tube covering demonstrated scratches and wear. The ultrasonic transducer was chipped, due to external forces such as being dropped. There was a stain on the distal end covering at the forceps port. A crack in the adhesive and a gap of adhesive rubber in the bending section were observed. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported a gap of adhesive at the distal end. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.